Event description:
Factory failure analysis of the returned crossover solenoid reported it failed during testing via backup battery power. Malfunction of the solenoid as noted during testing could result in a sustained safety valve open if the failure occurred during use on a pt. When the safety valve remains open, the ventilator is not providing breath support to the pt. It is accompanied by an alarm and a safety valve open message in the display.